Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 04/16/2020. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ae (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot r19355a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false positive result of 1.29 on a (B)(6) year old female patient with chest pain and shortness of breath. There was no additional patient information at the time of this report. Method: I-stat, date: (B)(6) 2020, collected: 22:50, tested: 00:01, result: 1.29 ng/ml. Core lab, (B)(6) 2020, 22:50, ni, <0.03 ng/m. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Per I-stat system manual: art: (B)(4). Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).